Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, because more than about 7 years had passed from the subject device had been manufactured, it was presumed that the cause of the reported phenomenon was the failure of the camera connector socket, the mother board and the power supply unit due to the aging deterioration by the repeatedly long-term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use there were vertical line bands on the image of the subject device. Olympus (B)(4) checked the subject device at incoming inspection for repair, and found that the image of the subject device was not displayed due to the failure of the power unit and the electrical circuit board, also found that the image of the subject device flickered due to the failure of the camera connector socket. There was no report of patient injury associated with the event.